Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The valve was returned for evaluation. The valve was visually inspected; some biological debris was noted. The position of the cam when valve was received was 140 mmh2o. The valve was tested for programming with programmer 82-3126 with serial (B)(4) and programmer 82-3190 with serial (B)(4); the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed. The valve passed the test, no occlusion was noted. The valve was leak tested, no leaks noted. The valve was reflux tested. The valve failed the test. The siphon guard was tested and passed the test. The valve was then pressure tested and passed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. The cam magnets were also controlled and the magnets passed. Review of the history device records did not identify any nonconformances related to the reported issue. The root cause of the problem reported by the customer is due to the biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The valve was implanted to the patient via v-p shunt on (B)(6) 2105 (initial setting was unknown). The cognitive function was falling and it was confirmed that hydro was advancing on the image, and the setting was lowered but the patient's condition was not improved. There was no flow toward the abdominal cavity side by contrast. The valve was replaced with another one (82-8806). The adhesion of foreign matter near the ruby ball could be confirmed visually. The product will be returned to your site the patient¿s initials (B)(6). (B)(6) -year-old. Primary disease: subarachnoid hemorrhage.